Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during the procedure, it exhibited high out of range pacing impedance measurements greater than 3000 ohms. As a result, a different lead was used, and the procedure was completed successfully. No adverse patient effects were reported. The attempted lead was discarded by the hospital, so it is not available for return and technical analysis.